Event description:
Physician was using a valleylab rocker switch pencil for an esu with a megadyne need tip. It was noted that there was a burn in the inside of the pt nares where the physician was doing turbinate surgery.